Manufacturer narrative:
The subject device was returned to omsc. An investigator of omsc wobbled the endoscope connector but the reported phenomenon did not occurred. The evaluation of the subject device by omsc confirmed that there were residual substances of water on the electrical contacts of the video plug. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity although the exact cause of the reported phenomenon could not be conclusively determined, short-circuit due to water at the electrical contacts might have caused this phenomenon temporarily.

Event description:
Olympus medical systems corp. (Omsc) was informed that image loss of the subject device occurred during endoscopic mucosal resection. The user facility reported that the phenomenon occurred when the endoscope connector was wobbled during setting up of suction trap to the . After the phenomenon occurred, the user facility replaced the subject device by moving the patient to another operating room and completed the procedure. There was no patient injury associated with this report.